Manufacturer narrative:
No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the healthcare professional.

Event description:
It was reported that the patient had a recent pump and catheter replacement. Following the catheter replacement with the sutureless catheter, the patient had fluid accumulation in the pump pocket. The fluid was drained approximately 3 times and the patient was scheduled for a catheter revision. When the hcp opened the pump pocket in the operating room, the sutureless connector was totally disconnected. The catheter was then reconnected and the side port was aspirated. Good cerebral spinal fluid flow was obtained. The pocket was then closed. The patient no longer had fluid accumulation. The pump was used to deliver morphine.